Event description:
Reportedly, at previous follow-up in (B)(6) 2015, the device estimated remaining longevity indicated was about 20 months. On the last follow-up on (B)(6) 2016, the remaining longevity indicated less than 3 months. The physician decided to replace the device, and would like an explanation for the phenomenon.

Event description:
Reportedly, at previous follow-up in (B)(6) 2015, the device estimated remaining longevity indicated was about 20 months. On the last follow-up on (B)(6) 2016, the remaining longevity indicated less than 3 months. The physician decided to replace the device, and would like an explanation for the phenomenon.

Manufacturer narrative:
Preliminary analysis showed that the device operated within specifications.

Event description:
Reportedly, at previous follow-up in (B)(6) 2015, the device estimated remaining longevity indicated was about 20 months. On the last follow-up on (B)(6) 2016, the remaining longevity indicated less than 3 months. The physician decided to replace the device, and would like an explanation for the phenomenon.